Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the field remote engineer replaced the device's xl+ kit-therapy capacitor and the device was successfully returned to service. The customer's device was successfully repaired and returned to service. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the philips xl+ defibrillator indicating that the device was unable to perform a self check. There was no reported patient involvement.